Event description:
Driver was serviced at the institution and after the servicing the driver was placed on a left ventricular assist device patient. After a short period of the time the driver became increasingly noisy, alarmed and stopped pumping. A couple of seconds later the patient was switched to a backup driver without incident. A user report received indicated a patient with a heart support system was transferred from a stationary unit to a portable unit for mobilization. After a few minutes, there was a disruption of the driver with subsequent shutdown of the compressor unit. Through immediate exchange of the driver unit, there was no injury ot the patient.